Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: >7.5. >7.5, lab: 6.1. Lab drawn done within one hour of fingerstick. Pt's coumadin will be decreased.

Manufacturer narrative:
Investigation pending.